Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted for treatment of a lesion in the right coronary artery. It was not possible for the stent to cross the severely calcified lesion, despite attempts to dotter the stent across the lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon. A slight dissection was noted during the procedure, which was treated with a ptca balloon. The s7 stent was deployed in the proximal artery at the site of dislodgement. It was reported that another manufacturer's stent also dislodged during the procedure. The target lesion was subsequently treated with another manufacturer's stent. It was reported that the physician did not believe the dissection was related to the s7 stent. The pt was reported to be fine post procedure, and there were no additional clinical sequelae reported related to the event.